Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with infection in both eyes. A brief description of the event says that patient presented with red irritated eyes with minimal to no swelling of lids at this time (12pm). Patient was told to restart ciprofloxacin and continue for four times a day and predforte 1% taper. Return to center 1 week or sooner if no improvement or worsens. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of swelling in the mornings, itching and having eye discharge. Patient mentioned used allergy pills and it helped. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -6.75 x -1.00 x 4, left eye pre-op 20/20 -6.50 x -2.00 x 178.